Event description:
The following has been reported: "the pump comes to medicinal technique (mt) for maintenance. Something then rattles in the pump, which turns out to be a loose screw. The pump has not been opened before by mt. Possible consequences are difficult for mt to assess, but the screw has been able to freely roll around on the circuit boards in the pump. In the past, a pump has stopped during operation when a loose screw wedged the motor." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log review would not be applicable for this type of event. (Loose screw) "this complaint was registered as part of reported events sent by medicinal technique for maintenance. The device was not returned to brézins as repairs were carried out locally. No origin of the screw declared, nor photos available. The root cause of this event is likely due to a loose screw but as no investigation could be performed and no photo was provided this cannot be confirmed. Please be informed that a internal CAPA was open in may 2024 to address the subject of ""loose screw"", on the same screw, to investigate the cause of the screw loosening. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as not confirmed the trend is abnormal the reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.